Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), that was confirmed with the healthcare provider (hcp), reported the cause of the low impedances and deep brain stimulator (dbs) not working wasn¿t determined. As of this time no actions/interventions were taken to resolve the low impedances and dbs not working so the issue still wasn¿t resolved. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller was checking impedances for MRI and noted short of 45 ohms on 0-3 with the rest of the impedances being ¿fairly normal.¿ the caller inquired why the case pairs with 0 and 3 didn't have impedances issues as well. Technical services reviewed information about shorts and it tended to be isolated to a particular pair but could potentially see the issue reported. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the rep said the patient¿s family told them that their dbs stopped working at some point. The rep didn¿t know when. Impedances were tested and the following impedance results were reported. The rep noted a short for electrodes 0 & 3 at 45 ohms on monday. The patient needed an MRI for diagnostic purpose for an unrelated medical event. C0 716 ohms, c1 738, c2 708, c3 738, 01 997, 02 942, 03 45, 02 988, 03 997, 13 997, 23 933, c8 1561, c9 1432, c10 1308, c11 949, 8 & 9 2197, 8 & 10 2857, 8 & 11 2300, 9 & 10 2118, 9 & 11 2009 ohms. The rep didn¿t know the patient¿s programming parameters. It was also discussed that the patient would be able to have the MRI under those impedances. It was also discussed that the potential for the short to be at the lead site given the impedances for 0 & 3 at 45 ohms. There were no further complications reported.